Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a. 035 guidewire stuck in the lumen of the device that was protruding out from the tip approximately 123cm. It was noticed that the tip showed some prolapsing damage. The stent was not returned. Quality and research engineering viewed the device and opened the handle to find additional damage. It was noticed that the proximal inner shaft had a kink approximately 1¿ from the proximal end. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the stent was partially deployed and guidewire entrapment occurred. An innova 5 x 120 x 130 stent was being used a stenting treatment procedure of an unspecified vessel. The physician noted there was resistance with the interaction of the stent delivery system and the sheath. It was also noted the stent started to deploy and was not fully housed in the catheter. The delivery system was then stuck on the guidewire and lost access. Everything was removed from the patient and the procedure was completed with another innova stent system. No patient complications or patient harm were reported.